Event description:
The customer stated that one patient sample generated a (B)(6) result of 151.17 miu/ml for the architect (B)(6) assay which was repeated negative at less than1.20 miu/ml. No impact to patient management was reported

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (B)(4) that has a similar product (B)(4) distributed in the us an investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No returned materials were available for the investigation. A retained kit of the reagent lot in question was evaluated. The control and panel values obtained during the final testing before the product release were reviewed and were within specifications. The reagent in question was also tested to determine its ability to detect b-hcg concentrations in abbott architect b-hcg controls, panels and purchased patient samples. Positive and negative patient samples were tested and returned positive and negative results respectively. No false positive results were obtained. The reagent lot in question is currently designed to be used as a reference material with values sufficiently homogeneous and well established to be used for the calibration of a device. All control levels were within abbott specifications. Based on the evaluation results, no malfunction or product deficiency were identified for this product.